Event description:
As reported, approximately twenty two days after initial tha, the female patient was brought back for a lesser trochanteric fracture. The head was removed, the stem removed. The fracture was reduced and cables. A size 10 hps stem was cemented along with a new biolox head. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The device is not available for evaluation.

Manufacturer narrative:
Concomitants medical products: size 7 std taper wedge stem (cat# 188-07-01, (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately twenty two days after initial tha, the female patient was brought back for a lesser trochanteric fracture. The patient did have a fall, but the date/time is not reported, the patient presented to the clinic not the emergency room for treatment. The head was removed, the stem removed. The fracture was reduced and cables. A size 10 hps stem was cemented along with a new biolox head. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The device is not available for evaluation due to implants sent off with tissue. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the surgical event cannot be conclusively determined; however, it is most likely related to patient conditions and a fall. These devices are used for treatment not diagnosis.